Event description:
It was reported that prior to start of da vinci-assisted transcervical esophagectomy (non-transthoracic) surgical procedure with no ports placed, the caller contacted technical support engineer (tse) to report a recoverable fault on universal surgical manipulator (usm) 3 after draping. Tse checked logs and confirmed the error pointing to the axes controller arm (aca). Tse guided the caller to the patient side cart (psc) power cycle with an emergency power off (epo). After the restart error was gone, but came back after moving arm 3 with port clutch. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and 32115 error was found in the logs indicating hardware communication fault on the usm axes controller platform (acp) printed circuit assembly (pca), confirming the fault occurred in the field. The usm was installed onto a working system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the field replaceable units (fru) connector pogo-pin (fcp) pca was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis. Probable root cause may be attributed to a communication error in the usm. This issue can be resolved by replacing the usm.